Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to cuff tear. Approximately 1 years after the first surgery. The surgeon implanted 1 standard screw, 2 locking screws, 1 glenoid baseplate, 1 centered glenosphere ø36mm and 1 humeral cup 135/145° ø36+3.